Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was detached when it was removed. The procedure was completed with a new one.

Manufacturer narrative:
During investigation , bloodstains were observed inside the distal tip assembly. The distal tip assembly was broken off and missing from distal tip end up to 1.5mm distal edge of the ro marker. It is not known how and where the distal tip was broken off. The male telescope tubing was detached from the female telescope tubing at shaft seal assembly. Additionally, water leaked at shaft seal assembly during flushing. During image characterization testing, no image appeared in the system due to imaging core wind up in the hub assembly. No kink was observed in the sheath assembly.